Manufacturer narrative:
Reactivity of the c, k, jka and s antigens was confirmed on retention capture-r ready ID (crrid), lot id117 and retention capture-r ready screen(crrs)(3), lot r050. These reagents were used by the customer at the time of the event.requested customer return test well strips and patient sample for invesigation testing. Returned test well strips were sent without humidity indicator, therefore, no testing was performed.returned patient sample was tested with retention crrs(3), lot r050 and retention crrid, lot id117 on an in-house echo. The echo resulted in negative antibody screen and negative antibody ID interpretation. The sample was tested by tube hemagglutination tests using selected cells homozygous for the antigen corresponding the patient's previous antibody history from retention panocell-10, lots 23490 and 25516 and panocell-16, lot 26521, using immuadd as the potentiator. A room temperature incubation was included. The patient's anti-c and -s were not detected. The sample's anti-jka and -k were only detected microscopically at the indirect antiglobulin test.

Event description:
Customer reported unexpected negative reactions on a patient sample tested during echo validation. The patient has a history of anti-c, -k, -s, -jka, warm auto antibody and cold auto antibody.